Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 05-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device inserted in the right tube has migrated, and at least half of it is present in the uterine cavity') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("chronic pelvic pain"), sacroiliitis ("chronic inflammation of the sacroiliac joints"), dyspareunia ("pain that makes intercourse impossible"), urinary tract infection ("repeated urinary tract infections"), pruritus ("recurrent itching lower and upper limbs"), visual impairment ("reduced vision"), psoriasis ("circular psoriasis on the arms and legs") and dry skin ("dry skin"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), bursitis ("bilateral bursitis"), initial insomnia ("difficulty falling asleep") and pain ("pain when walking"). At the time of the report, the device dislocation, pelvic pain, sacroiliitis, dyspareunia, urinary tract infection, pruritus, visual impairment, psoriasis, dry skin, bursitis, initial insomnia and pain outcome was unknown. The reporter considered bursitis, device dislocation, dry skin, dyspareunia, initial insomnia, pain, pelvic pain, pruritus, psoriasis, sacroiliitis, urinary tract infection and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device inserted in the right tube has migrated, and at least half of it is present in the uterine cavity') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("chronic pelvic pain"), sacroiliitis ("chronic inflammation of the sacroiliac joints"), dyspareunia ("pain that makes intercourse impossible"), urinary tract infection ("repeated urinary tract infections"), pruritus ("recurrent itching lower and upper limbs"), visual impairment ("reduced vision"), psoriasis ("circular psoriasis on the arms and legs") and dry skin ("dry skin"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), bursitis ("bilateral bursitis"), initial insomnia ("difficulty falling asleep") and pain ("pain when walking"). At the time of the report, the device dislocation, pelvic pain, sacroiliitis, dyspareunia, urinary tract infection, pruritus, visual impairment, psoriasis, dry skin, bursitis, initial insomnia and pain outcome was unknown. The reporter considered bursitis, device dislocation, dry skin, dyspareunia, initial insomnia, pain, pelvic pain, pruritus, psoriasis, sacroiliitis, urinary tract infection and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.